Event description:
It was reported that the patient died. An opticross imaging catheter was selected for use during a diagnostic heart catheterization. During the procedure, the physician identified a lesion in the left anterior descending artery (lad). It was reported that while the physician was doing a pull back with the opticross, the lad shut down and the patient coded on the table. The patient ultimately passed away. The cause of death is unknown.